Event description:
It was reported that the patient was experiencing stabbing pain on the right side during trial. The trial was then aborted. It was noted that there was no medication prescribed for the pain.